Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "set came apart at the 1.2 micron filter." Device operator was a nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
A distributor of infutronix provided the evaluation report for the affected administration set on (B)(6)2020 . Visual inspection confirmed that the set was completely disconnected at the 0.2 micron filter. The image of the affected set shows the residue of bonding was visible at the part where the set disconnected. The reported issue was confirmed. Root cause determined to be insufficient bond strength / bonding issue at the filter connection site. The affected administration set has been scrapped.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00017).